Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was received: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Does the surgeon believe that an alleged deficiency of device caused or contributed to the post-op bleeding? Response: I have been unable to get anything more back from the surgeon at this stage. Apologies". If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that while performing a laparoscopic anterior resection on an elderly male. We had organized to evaluate a new circular stapler for this case. (Echelon powered circular). The case went really well, and the device performed to our expectations, leaks test was fine and no visual bleeding at the site. It was noted by the team and surgeons that the patient was extremely oozy and was the result of being anticoagulants administered! Sometime after post-op the surgeons noted that the anastomosis was bleeding at the site - patient was transfused with one unit and stabilized. No surgical intervention was needed, bleeding resolved on its own.